Event description:
It was reported that during a percutaneous peripheral intervention procedure, difficulty removing a catheter occurred. The target lesion was located in the left renal artery. A 5.0x15x150cm express sd stent was successfully placed at the target lesion. During withdrawal of the express sd stent delivery system (sds) the device would not easily come back through the 6f non bsc sheath. The physician manipulated the sds and removed the device through the 6f non bsc sheath. The procedure was completed with this device. No patient complications were reported and the patient's status is listed as ok.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).